Manufacturer narrative:
(B)(4). The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. Unable to perform functional test due to leadscrew anomaly. Inpen received with missing dosing window.

Event description:
Information received by medtronic indicated that the in insulin pen had lead screw anomaly. Customer stated window cover for the insulin pen was broken off. No harm requiring medical intervention was reported. The device will be returned for analysis.